Manufacturer narrative:
Patient identifiers are ID (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated elevated magnesium on 2 patient samples that repeated lower when processed on the architect c8000. ID (B)(6) generated magnesium of 3.298 mmol/l but repeated 0.834 mmol/l. ID (B)(6) generated magnesium of 2.971 mmol/l but repeated 0.932 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
Abbott customer support recommended that the customer replace the mixer as part of troubleshooting. When the mixer was removed, the customer discovered it was damaged. The issue was resolved by replacing the damaged mixer. A review of the architect c8000, serial (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the mixer was replaced. The architect system operations manual provides information on troubleshooting, and component replacement procedures concerning erratic / discrepant results, including, but not limited to, the troubleshooting which includes replacement of the mixer. The architect magnesium reagent package insert provides information for sample handling, limitations of the procedure, interpretation of results, and performance characteristics. A search and review for similar complaints identified no adverse trend of the mixer. A review of the architect c8000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect c8000 erratic result rate is within acceptable limits with no trends identified. Based on the evaluation, the architect c8000 analyzer is performing acceptably.